Event description:
According to the funeral home, the cause of death was adenocarcinoma of the colon with metastasis. There is no indication that cancer of the colon is related to vns. The patient's device was explanted prior to cremation, but the device was not available for return.

Event description:
The article "long-term seizure and psychosocial outcomes of vagus nerve stimulation for intractable epilepsy" mentioned that 15 of the vns patients implanted at a certain hospital between 1997 and 2013 that the researchers attempted to contact were found to be deceased. This report will house one of 5 deaths of the known deceased patients that fit the criteria. The patient died on (B)(6) 2010 due to unknown reasons. No programming history was available. The relationship of the death to vns is unknown. Attempts for further information have been unsuccessful to date. The MFR. Report #s of the five deaths of known deceased patients are: 1644487-2015-06606, 1644487-2015-06607, 1644487-2015-06608, 1644487-2015-06609, 1644487-2015-06610.